Event description:
The pump was returned for call service alarms. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 09/20/2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2011 with the following findings: during investigation, the pump dispensed fluid during the load step and emitted a "no cartridge detected" alarm. Evaluation revealed that the force sensor resistance measurement was out of calibration. Unrelated to the complaint, evaluation revealed a battery compartment crack, a scratched display screen, and a missing bolus button cover. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). (B)(4). Correction number: 2531779-03/24/2010-003-r.